Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer was hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer experienced symptoms such as nausea. Blood glucose at the time of the admission was 800mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer states pump alarmed motor error. The customer was assisted with trouble shooting motor error and pump was able to complete rewind. Troubleshooting was declined for no delivery. The insulin pump was already disconnected from the customer when the no delivery occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and dat test at 0.08755 inches. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and unexpected restart error test. No bolus anomaly or basal anomaly noted during testing. No motor error alarm noted during testing. The motor was tested outside of the unit and passed. Unit had intermittent button response on the esc button due to flattened dome switch (no crease). During visual inspection, the keypad connector on the lcd was found locked properly. Unit had minor scratched display window, broken belt clip slot, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer's mother reported via phone call that they were hospitalized on (B)(6)2018. The customer's high blood glucose level started on (B)(6)2018.